Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose 3 times in (B)(6) and (B)(6) 3 to 4 times with blood glucose of 42 mg/dl at the time of one of the incidents. The customer was at 20 mg/dl at the time of admission on one june incident. The customer used food, sweet water, and glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer has also been having highs. The insulin pump will not be returned for analysis.